Event description:
It was reported that the l-arm motorization movements were not functional. Complete loss of motorized functionality could result in the inability to obtain certain necessary views in a pt care setting. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported. The customer cancelled the service call.